Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Based on the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On (B)(6), 2023 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6), 2023. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic with complaints of fever, abdominal pain, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 3083 u/l, polymorphs = 79%) were obtained, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1750 mg every 5 days and ip fortaz 2000 mg daily. The patient¿s peritoneal effluent fluid culture returned (date not provided) positive for staphylococcus (species not provided), and the patient¿s fortaz was discontinued. Causality was attributed to the patient¿s constipation (specifics not provided), and a lack of wearing the proper personal protective equipment (ppe) by failing to don a mask. The pdrn reported the patient continues to utilize the same liberty select cycler without reported issue and is recovering from the events. A follow-up cell count returned within normal limits (results not provided), and the patient¿s peritoneal effluent fluid was clear. Per the pdrn, there was no fresenius device(s) and/or product(s) involvement.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis (characterized by fever, abdominal pain, and cloudy peritoneal fluid), which warranted antibiotic therapy. The pdrn attributed causality to constipation and the patient¿s failure to utilize a mask during treatment. Per the pdrn, there was no fresenius device(s) and/or product(s) involvement. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, gastrointestinal complications are known to commonly occur in renal failure patients. One of the most common being constipation. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications.

Event description:
On 17/may/2023 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2023. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic with complaints of fever, abdominal pain, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 3083 u/l, polymorphs = 79%) were obtained, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1750 mg every 5 days and ip fortaz 2000 mg daily. The patient¿s peritoneal effluent fluid culture returned (date not provided) positive for staphylococcus (species not provided), and the patient¿s fortaz was discontinued. Causality was attributed to the patient¿s constipation (specifics not provided), and a lack of wearing the proper personal protective equipment (ppe) by failing to don a mask. The pdrn reported the patient continues to utilize the same liberty select cycler without reported issue and is recovering from the events. A follow-up cell count returned within normal limits (results not provided), and the patient¿s peritoneal effluent fluid was clear. Per the pdrn, there was no fresenius device(s) and/or product(s) involvement.